Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Per photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows a green reload from front view and all drivers can be seen exposed (fully fired) and a tyvek of lot # t41007, expiration date: 2024-09-30 is observed in the background. Based on the photo the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a colectomy, the product was able to cut was not able to sewed. The surgery was delayed by 30-minutes. The problem had been solved by using a competitive product. No fragments were generated, and the surgery was successfully completed. There were no patient consequences. Patient: normal.